Event description:
No new information.

Manufacturer narrative:
The complaint of a leak was confirmed from the video that was provided for investigation; however, it could not be determined how the q-syte connector caused or contributed to the leak. Fluid appeared to be leaking from the q-syte connector. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 5066819. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new infromation.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
While using the q-syte in the neonatal intensive care unit (nicu), a drug leakage occurred.